Manufacturer narrative:
The device was discarded. No product samples, videos, or photographs were returned for investigation. The device history review for lot 4749771 was reviewed and a molding irregularity was observed that can lead to internal leakage. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The list and lot number of the device was identified as part of a voluntary recall. ICU medical is notifying affected customers via a letter requiring removal of the affected products from the market.

Event description:
The customer reported a spinning spiros closed male luer, purple cap that during an injection of doxorubicin a leak was observed at the level of the screw threat at the tubing side. No negative clinical consequences were observed on the patient or the operator following the event. There was no delay in critical therapy nor the need for additional medical intervention provided, apart from the intervention of a nurse. The chemotherapy leak was cleaned up. No additional information was provided.